Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00162 through 3012447612-2025-00170.

Event description:
It was reported that a tether revision surgery was performed to address an overcorrection identified during a follow-up appointment. The initial surgery had been two years prior. The cord and 8 screws were successfully removed in order to restore curvature. This is report eight of nine for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: no x-ray images were provided; therefore, curve overcorrection could not be confirmed. Additionally, the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: this event could possibly be attributed to unknown patient or surgical factors. DHR review: lot information was not provided, therefore a DHR review could not be completed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a tether revision surgery was performed to address an overcorrection identified during a follow-up appointment. The initial surgery had been two years prior. The cord and 8 screws were successfully removed in order to restore curvature. This is report eight of nine for this event.